Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the device evaluation. Visual inspection found the tip cover with several tears. The tears were located on the body of the tip cover and a mouth tear at the tip (clear silicone region). There was a large tear approximately 4mm x 3mm, right below the silicone overmold region on the tip cover. This large tear showed signs of melting on the outside. The tip cover was split open to viusalize the inside of the tip cover. The inside of the tip cover tear had thermal damage and melting, and the melting seemed to have started inside going out. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage found on the tip cover during failure analysis suggests that unintended arcing occurred. Although, there was no report of patient harm, adverse outcome or injury, it is unknown what caused the damage on the tip cover accessory.

Event description:
It was reported that during a da vinci assisted surgical procedure, the tip cover accessory used concomitantly with a monopolar curved scissors instrument overheated on orange tip. No arcing event was reported. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.